Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the safeset port was found separated from the 12" pressure tubing. When the end of the tubing was microscopically examined, sufficient solvent coverage was observed. The probable cause of the pressure tubing separation is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, sampling port, 10 cc contamination sheath syringe and admin set where the customer reported that the arterial pressure tubing was breaking mid line while in use with patient. There was patient involvement and unknown adverse events or unknown human harm. This is the third of three events.